Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no hearing perception with the device for the last few weeks. User denied any changes in health, an injury or fall. The patient will be scheduled for re-implantation.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient has had no hearing perception with the device for the last few weeks. The recipient denied any changes in health, an injury or fall. Recipient only wears baseball cap occasionally and no other helmet or headgear, he is a carpenter. The recipient was re-implanted.